Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site #14 (type iii-IV bone). Primary stability was achieved. Osseointegration was not achieved. An augmentation procedure was performed using expandable nuoss. An infection was involved in the event. The clinician states that an abscess was noted. The implant was removed on (B)(6) 2013 due to bleeding and infection. Medical history: no significant findings.